Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The product was returned and confirmed that the guidewire was broken. The distal portion of the guidewire was not returned. The pump was returned and examined. No abnormalities were found. The pump was run, and flows were within specification. The root cause of the guidewire damage was determined to be use related. The root cause of the low flows was determined to be patient condition as the pump preformed without issue when returned. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the physician placed the impella cp per protocol, and when the physician removed the abiomed 0.018 wire from the body, the distal portion of the wire broke off inside the peel-away sheath and was retained in the sheath. This issue was visible under fluoroscopy. The physician exchanged the sheath for the unused peel-away and reinserted the pump per protocol using a replacement platinum plus 0.018 wire. It was confirmed that no fragments from the wire was present in the patient's body. Additionally, during beside repositioning attempts the ao waveform became erratic. Teh medical staff observed that the left ventricle waveform became very small and sometimes non-existent. Also, flows dropped dramatically, and a suction alarm occurred. The pump was put on p-0 range for several seconds and then restarted, this action alleviated the waveform and flow issues. However, 10 minutes, the same problem occurred. The physician decided to explant the pump and replace it with another impella cp. It was reported that the replacement was performed without issue and the patient remained stable.